Event description:
Pt developed micro keratitis while wearing contact lenses. Doctor stated pt had slept in the lenses and worn them up to two weeks without removal and that the keratitis was due to failure to follow prescribed wearing regimen. The pt was treated with antibiotics and a full recovery was expected.